Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 27-nov-2024. Investigation summary- bd received 3 customer samples and 1 photo for investigation. The samples and photo were reviewed and the indicated failure mode for foreign matter (piece of plastic) was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg there was a plastic filament inside the tube, which impacted sampling from the instrument. There was no health impact or consequence reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 4113985. D4. Medical device expiration date: 31-aug-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 22-apr-2024. D4. Medical device lot #: 4096564. D4. Medical device expiration date: 31-jul-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 05-apr-2024. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg there was a plastic filament inside the tube, which impacted sampling from the instrument. There was no health impact or consequence reported.